Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. The serial number is unknown at this time.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with a battery alarm. This event occurred during infusion on an unknown patient, and interrupted therapy. There was no report of patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.